Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure stent damage occurred.  The 80% stenosed, non calcified lesion was located in the non tortuous right coronary artery. A 3x8mm ion drug eluting stent had a strut lifted from the balloon body upon attempts to pass through the proximal port of the vessel. The procedure was completed with a different device. No complications were reported and the patient's status was stable.